Event description:
Customer reported that the insulin pump was dropped into water earlier in the day of the call. Customer also reported having a blood glucose level of 50 mg/dl. Customer reported treating the low blood glucose level. Customer reported that the insulin pump's keypad was unresponsive. Customer also stated that water was visible behind the display screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to moisture damage on keypad traces. The insulin pump had moisture damage on electronics. Battery out limit alarm was not verified due to unresponsive button. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.